Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie did not show on the cubie map and did not eject. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer but did not appear on the cubie map with the drug. The field service engineer (fse) was informed by the customer that all pockets were not showing in the drawer. After a reboot, the fse found that only pocket d6 was not working. Using the hardware test application, the fse forcefully released the cubie pocket and assisted the technical support specialist (tss) in obtaining the cfn admin password. The tss made the required changes, and the customer verified functionality using the pyxis application. Additionally, the fse found that the network wall port was broken and advised the customer to contact hospital information technology team. The system functioned as intended after the field service engineer repaired the device.